Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ECG waves were interrupted and can't be analyzed when the dfm100 defibrillator working together with the patient monitor. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
(B)(6) has been identified as a duplicate of (B)(6) and has been processed accordingly. Please refer to child (B)(6) under (B)(6)for the full investigation of this issue by referring to received mdn: (B)(6).

Manufacturer narrative:
(B)(6) has been identified as a duplicate of (B)(6) and has been processed accordingly. Please refer to child (B)(6) under parent (B)(6) for the full investigation of this issue by referring to received mdn: (B)(6).